Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead fractured. Surgical intervention occurred on (B)(6) 2019 to address the issue. Related manufacturer reference number: 1627487-2019-09658.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.